Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system had been programmed in the unipolar sensing configuration unexpectedly. There was oversensing of noise on the rv channel that resulted in pacing inhibition. Technical services (ts) analyzed device episode data and found inappropriately stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes due to possible oversensing of the rv signal by the right atrial (ra) lead. Reprogramming to the bipolar sensing configuration was recommended. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system had been programmed in the unipolar sensing configuration unexpectedly. There was oversensing of noise on the rv channel resulted in pacing inhibition. Technical services (ts) analyzed device episode data and found inappropriately stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes due to possible oversensing of the rv signal by the right atrial (ra) lead. Reprogramming to the bipolar sensing configuration was recommended. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the patient presented to the clinic with shortness of breath and asthma. Upon review of latitude remote monitoring data, a new episode of pmt was found. Ts determined that this was inappropriate due to sinus rate. The presenting electrogram (egm) showed that the device was operating as programmed. No additional adverse patient effects were reported. Currently, this device remains in service.